Event description:
My daughter (B)(6) was having a bladder surgery at (B)(6) hospital main campus, (B)(6) with her surgeon dr.(B)(6). During the surgery, dr. (B)(6) replaced a gastrostomy tube which was in (B)(6) appendicostomy (which she had for the malone antegrade continence enema (mace)). Dr. (B)(6) inserted a new gastrostomy tube into the appendicostomy after removing the old gastrostomy tube. The replacement tube was a mic- key brand balloon style g-button. During the replacement, the new g-tube punctured through the side of the appendix, meaning that the g-tube was now providing a conduit into the abdominal cavity instead of into the colon as intended. This error was not noticed until about a week later, after lots of saline and multiple doses of laxatives (mineral oil, etc.) Had been inserted through the g-tube, unknowingly filling my daughter's abdominal cavity with these substances. I am making this report because I am not sure if g-tubes are technically approved to be inserted through appendicostomies. I doubt that they are. I don't mind doctors using them this way, but if they are going to be used this way, I believe there should be a warning issued so that doctors know about this potential problem. It took the doctors a very long time to realize the problem, and it seems like they might have realized it sooner if they had understood the potential risk of puncturing the appendicostomy with the g-tube. Multiple medical conditions that are not related to this surgical error in this report. I can provide more info if needed. Multiple prescriptions that are not related to this surgical error in this report. I can provide more info if needed.